Event description:
It was reported that while in the cath lab the md followed the instructions for use (IFU), pulled vacuum, etc and prepped the intra-aortic balloon (iab). The teflon sheath was inserted into the pt's right femoral artery. As the med was inserting the iab through the teflon sheath, the iab became stuck. As a result, the iab and teflon sheath were removed as one unit and a new iab set was used successfully. At this time the pt outcome was ok. Due to the iab stuck in sheath there was "a few minute" delay in iab therapy. The delay did not cause harm to the pt. There were no reported pt complications after the iab was inserted. It has been noted on the complaint report that the "pt died during therapy because of severe cardiogenic shock. After dilating and stenting the coronary, the artery "closed" again and the pt had poor left ventricular (lv) function. The pt died due to his severe heart disease." Add'l info received on (B)(6) 2011 from the teleflex (B)(4) complaint coordinator reported that the person who stated that the pt did not pass away due to the iab delay in treatment was an md.

Manufacturer narrative:
(B)(4). Follow-report will be filed if add'l info becomes available.